Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. FDA no longer accepting asr reporting for this product at this time.

Event description:
The customer reported that the speaker in use with their information center ix surveillance was not working. No patient harm was reported.